Manufacturer narrative:
Date of event was reported as both 2016 and "over a month ago".

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that there was a problem with the patient¿s implantable neurostimulator (ins) therapy as they had a fusion in their neck and now they thought they had 2 more disks that are ¿gone¿ and will probably have to have surgery. An MRI was needed as a result and the MRI facility needed information on where the leads were located. The patient was walked through putting the ins in the MRI mode and it was confirmed they were full body MRI eligible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.